Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of incident was below 48 mg/dl. Current blood glucose was 48mg/dl. Customer did not treated for low blood glucose. It was unknown that the customer had been using insulin pump system within 48 hours of reported low bg event and auto mode. The insulin pump will not be returned for analysis.